Manufacturer narrative:
The initial MDR 2517506-2017-00885 was filed on december 18, 2017. Additional information (01/11/2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the keyboard. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2517506-2017-00885 was filed on 18-dec-2017. The first supplemental MDR 2517506-2017-00885_s1 was filed on 08-feb-2018. Additional information (19-feb-2018): a siemens customer service engineer (cse) re-evaluated the instrument. The cse measured the continuity of the earth between one of the general connectors and each of the parts where the user had access, including the keyboard tray, flex charger, pump panel, doors, monitor, chassis, and sample plate. The cse observed that there was continuity in all cases. The procedure was performed again in each of the modules, which all had continuity. Ground continuity between the equipment and the input line was also verified. The cse searched for problems with the cables and the insulation integrity of the paint and found no issues. The cse then verified there were no parasitic currents and voltages. Once the cse verified there were no electrical problems, the customer was asked if the operators experienced electric shocks. The customer stated that they saw a spark and felt a shock when some part of the instrument was in contact with their bodies. A siemens headquarters support center (hsc) specialist reviewed the service report and concluded the operators experienced static shock. The hsc specialist made recommendations to resolve the static charge. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist to report an electrical shock. The customer's facility engineer measured the voltage of the potential source of electrical current and it was zero volts. The engineer did not find an issue. The system is ul certified. Siemens is investigating the issue.

Event description:
The customer of a dimension exl 200 contacted a siemens customer care center (ccc) specialist. Two operators reported getting an electric shock from a metallic part near the dimension exl 200 keyboard, while using the keyboard. No medical intervention or treatment was required. There are no known reports of an injury, medical intervention or any medical treatment.